Manufacturer narrative:
A replacement glidescope quickconnect video baton large was provided to the customer and the customer's video baton was returned to verathon for evaluation. A verathon technical service representative evaluated the returned video baton but was unable to confirm the reported led issue. When connecting the customer's video baton to a known, good, test glidescope core monitor and test glidescope quickconnect cable, the led illuminated as expected. The camera image quality test was performed and passed. The verathon technical service representative inspected the video baton and observed the lens was missing, and the camera lens housing was badly damaged. Upon completion of the evaluation, the glidescope quickconnect video baton large was scrapped as the customer had already received a replacement, and there being no repairs available for the glidescope quickconnect video baton large. Corrective action is not required at this time. Verathon will continue to monitor for trends. The glidescope video laryngoscopes operations and maintenance manual (omm) notes that "before every use, ensure that the instrument is operating correctly and has no sign of damage. Do not use this product if the device appears damaged."

Event description:
The customer reported that during a patient procedure, using a glidescope quick connect video baton large, the lamp on baton was off. A delay in the procedure of less than two (2) minutes occurred as a back-up glidescope core unit was obtained. No harm to the patient or user was reported.

Manufacturer narrative:
The device return is anticipated, however; at the time of the report the device has not been received by verathon. Verathon continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.